Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the right ventricular lead was undersensing during ventricular fibrillation (vf) and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.